Manufacturer narrative:
Upon evaluation of the device, the complaint was confirmed. Visual inspection revealed minor damage to the device and its lens. The damage may be from recurrent use and wear over time from sterilization and handling. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting procedure, the endoscope was blurry. There was no patient injury. The product was changed out. The surgery was completed successfully and without delay.